Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the pump did not alarm for a high blood glucose reading from the continuous glucose monitor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2016 - product analysis: the device was returned and evaluated by product analysis on 06/28/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The only high blood glucose (bg) alert occurred on 06/04/2016 at 09:05. The high bg alert was set to occur at 300 mg/dl and above; the snooze setting was set to 120 minutes. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification.